Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This supplemental has been created to update the associated patient gender per information received from manufacturer and user facility device experience (maude) report 18158779.

Manufacturer narrative:
The vessel sealer extend instrument has been further evaluated by the failure analysis engineering (fae) team. The initial failure analysis has been confirmed. The instrument passed the grip force test per the grip force criteria for vessel sealer extend instrument.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the vessel sealer extend instrument was malfunctioning and displayed an error message on the console reading " seal cycle malfunction." The equipment needed to be exchanged for a new device of the same type to continue with the operation. The surgery was delayed because of this issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: part #, lot #, and event date were confirmed with a seal cycle malfunction. Issue happened during procedure during a distal pancreas possible splenectomy procedure. The procedure was completed with a backup instrument of the same kind. No patient harm and no fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to reproduce the reported issue. The instrument was found to have a low torque failure during in house testing and based on the log review. When placed on the in-house system, instrument passed recognition and engagement. The instrument cut properly but did not seal as expected. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Error message "sealing malfunction" was displayed during in-house testing. Log review reported error code 22024, "grip torque is outside the expected range usm3 (instrument installed: vessel sealer extended / rfid: (B)(4)) error class 0." Further evaluation found the instrument had a grip cable loose at the proximal end. The housing was removed, and the grip cable was found to be loose.